Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no eval could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the oh-6000s acrobat stabilizer maquet logo detached and fell onto the surgical field, not in the pt. The same unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning.